Event description:
While placing screw in right angle of the mandible, the head sheared off. Surgeon left the shaft of the screw in the pt. The hosp is retaining the screw head for their own investigation. The correct blade was used for screw insertion.

Manufacturer narrative:
The actual device is not available to stryker for eval.